Manufacturer narrative:
Eval summary: add'l info was received on (B)(6)-2011 in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Left knee stiffness [joint stiffness]. Infection in left knee [arthritis infective]. Left knee swelling [joint swelling]. Left knee pain [arthralgia]. Fluid drained from left knee [joint effusion]. Case description: spontaneous report was received on (B)(6)-2011 from a (B)(6) female pt, initial (B)(6). The pt's medical history is significant for osteoarthritis and previous treatment with synvisc. On (B)(6)-2011, the pt initiated the first synvisc injection of 2 ml into both knees. On (B)(6)-2011, the pt experienced left knee swelling and left knee pain. On an unspecified date in (B)(6)-2011, the left knee was aspired of 20 cc fluid. Add'l treatment for the events of left knee swelling and left knee pain included celebrex. The action taken with synvisc treatment was not provided. The pt's outcome was not provided. Concomitant medications were not provided. Add'l info was received on (B)(6)-2011 from the consumer which upgraded the case to serious. The pt reported that on an unspecified date in (B)(6)-2011, the pt's knee was aspirated of fluid and the cultures came back negative. On an unspecified date in (B)(6)-2011, the pt's knee was again aspirated of fluid and the cultures came back positive. The pt was hospitalized on (B)(6)-2011 for 4 days for IV antibiotic therapy. On (B)(6)-2011, the pt underwent left knee arthroscopic surgery to clean out infection. On (B)(6)-2011, the pt was discharged from the hospital, but continued experiencing left knee pain and swelling. On (B)(6)-2011, the infection in the left knee persisted and the pt was re-hospitalized to treat the infection by performing a second left knee arthroscopic surgery. The date of discharge for the second hospitalization was not provided by the pt. Add'l treatments for the events included a PICC (peripherally inserted central catheter) for 6 weeks to receive antibiotics and physical therapy twice weekly. Tramadol was also given to the pt as a treatment for left knee pain. The pt's outcome for the events of left knee pain and left knee swelling was reported as not yet recovered. On an unspecified date, the pt recovered of infection in the left knee. The pt's outcome for the event of left knee stiffness was not provided. Add'l info was received on (B)(6)-2011 in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated that could be associated with any product complaint. Genzyme will continue to monitor complaints.